Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient developed a rash underneath the electrodes. The rehab physicians intended to treat the irritation with zinc ointment. The outcome of the patient's skin irritation is unknown.